Event description:
During a laparoscopic cholecystectomy surgical procedure, the clip applier jammed on the closed position. This resulted in prolonged surgical procedure time to an additional 45 minutes and an additional port was placed to place another staple.

Manufacturer narrative:
The jam was caused by a broken extension spring inside the handle. The extension spring main function is to cycle the pawl, and without the extension spring, the pawl will not function properly, which may cause the device to jam in a closed position. The spring breakage is identifiable by the lack of an audible clicking sound when using the m/l-10 clip applier. When squeezing the m/l-10 handle, an audible clicking noise will occur. If the clicking noise is not audible during usage, the clip applier should be removed from use. The returned clip applier was manufactured in 2011 and was beyond its useful life.